Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had got wet, the customer tried to input a new battery but the display would not turn on. The customer's blood glucose level was unknown at the time of the incident. The insulin pump was neither dropped nor bumped. The customer reported some condensation behind the screen. There was no physical damage to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.